Manufacturer narrative:
No malfunctions were reported to confirm. The implantable cardioverter defibrillator (ICD) was returned for analysis. Visual, telemetry, impendence, sensing, pacing, and high voltage output function assessments were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-02939. It was reported the patient deceased. The patient had a cervical epidural in the morning and felt shortness of breath on the evening of their death. The cause of death was unknown.